Event description:
Customer reported a past incident of low blood glucose. The lowest recorded blood glucose level was 50 mg/dl. Cause was not known. Customer consumed carbohydrates to address the low level. Technical support advised the customer to consult with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer agreed with this recommendation.